Event description:
Customer reported via phone call to have received a button error alarm during bolus delivery. Customer reported that numbers continued to scroll and the up button was not responding. Customer's blood glucose was 98 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button to flattened button dome switch. No button error alarm and no scrolling numbers display anomaly noted. The insulin pump has cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.